Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced mild hyperglycemia after most infusion set and cartridge changes when using the ilet, which corrected after approximately three hours; troubleshooting identified that the user had not connected the infusion set tubing between the anchor and the insertion site, preventing insulin delivery until the line eventually filled. Symptoms included elevated blood glucose. Outcomes included no hospitalization and resolution after user education. Investigation included customer interview and troubleshooting with user education. Investigation of this case revealed user technique error leading to an infusion delivery interruption consistent with an incorrectly attached infusion set connector, with no device or alarm malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was user handling error.